Event description:
The customer reported the system locked up. No patient injury was reported. Fluoroscopic x-ray.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board and the interconnect cable. The system operates as intended.